Manufacturer narrative:
Device evaluation update: g6, h2, h3, h6, and h11. The device was evaluated and reported touchscreen issue was observed during testing. The device underwent touchscreen calibration, annual kit replacement, oxygen sensor replacement, and alarm led cover replacement, which successfully resolved the issue. Calibration and functional checks were completed with passing results. The device was then returned to the customer.

Event description:
The customer reported that the ventilator touch screen is defective. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.